Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room and was experiencing dizziness and fell from a standing position. It was noted that the right ventricular (rv) lead exhibited intermittent capture with underlying rhythm of complete heart block with ventricular rates of forties. High and undefined impedance was also noted and oversensing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.